Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the buttons were difficult to press. There was no adverse event reported related to this incident. This complaint is being reported because it could not be resolved with trouble shooting.